Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related repair: tech found the cutter did not pass the mesh test. The cutter was returned to the customer with the recommendation that it be replaced. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6). G2 country: australia.

Event description:
It was reported that during decontamination it was determined that the cutter was needed to be sent in for evaluation. There was no patient involvement. During product evaluation, it was found that the cutter did not pass the mesh test. Due diligence is complete and there is no additional information available.